Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil and right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) replacement procedure, high and undefined rv coil impedance was observed when the new ICD was connected to the right ventricular (rv) lead. The rv lead was then disconnected and reconnected to the previous ICD, and high impedance was noted, which had not been previously observed. Later that day, a lead alert triggered for high rv coil and pacing impedance measurements. A device header issue, or lead issue was suspected. The patient was scheduled for a revision procedure four days later. During the revision, the rv lead was disconnected from the device, and it was noted that the df4 header connector was polluted with blood. The physician also suspected that the pin of the lead did not properly affix until the stop of the df4 header channel, and decided to change to another ICD device. It was then observed with the new device, that the same exterior position in the header was confirmed. A coil failure was then observed. It was suspected that the entire issue was related to the lead tip, and not any device header issue. A new rv lead had to be implanted on the right side of the patient due to stenosis of the left side of the subclavian vein. The two existing left side leads were capped, and replaced with a new system on the right side. No patient complications have been reported as a result of this event.